Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 266 mg/dl. The customer stated that she accidently got insulin into the reservoir chamber. Customer stated that display went blank immediately after device exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no moisture damage noted on all electronic assemblies. However, scratches are noted on the reservoir tube window and cracked battery tube threads.